Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred.

Event description:
The baylis radiofrequency perforation generator showed an impedance error code when the nrg transseptal needle was used to attempt rf delivery, resulting in a 60-minute delay in the procedure. The needle, connector cable and grounding pad were exchanged for different ones, however the generator continued to show the same error code. The transseptal puncture was achieved successfully without the use of radiofrequency energy. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay of 60 minutes.